Event description:
It was reported that during the implant procedure, multiple attempts to position the right ventricular (rv) lead continued to have high impedance measurements greater than 2000 ohms. A possible fracture was suspected. The rv lead was removed and another was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary #(B)(4). The full lead was returned, analyzed and no anomalies were found. It was noted that the distal lv (low voltage) electrode of the lead was covered in blood. Electrical resistance and cross continuity test results were within specifications. No anomalies were found.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.